Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the device was depleting normally; however, this device is high rate atrial sensing at an average rate of 207 bpm. High rate atrial sensing can cause an increase in power consumption.